Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, it was noted that the left ventricular lead had insulation damage. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.